Manufacturer narrative:
H3 other text: no response from customer, 3 attempts were made.

Event description:
The customer reported a failure to alarm, asystole. The device was in use at time of event, there was no adverse event reported. The customer was contacted three times with no response by the philips remote support engineer. The engineer was unable to perform analysis therefore unable to confirm the final disposition of the device because the customer did not respond to requests for additional information.

Event description:
The customer reported a failure to alarm, asystole. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.